Manufacturer narrative:
Device evaluation: bd received 1 actual sample and 1 reference sample from the reported lot number. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that a second year nurse was giving an insulin injection to a patient using the suspect device for the first time. The nurse touched the tip of the device to determine whether or not the safety mechanism had activated. She sustained a needle stick injury to her finger as the safety mechanism activated at the same time. It is unknown if there were any medical interventions.

Manufacturer narrative:
Device evaluation: result - bd received one open sample, one sealed sample and 6 photos from the reported catalog 329705, lot 5210805. A visual examination was carried out on the returned samples and photos and no issues were found. A lot history review was carried out and no related non-conformances was raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - bd was not able to confirm the customer's indicated failure mode as no issues were found on the returned samples and photos. An absolute root cause for this incident cannot be determined.